Event description:
It was reported that the sensor could not be calibrated after implant due to inability to acquire a signal. It was reported that the sensor had rotated when the delivery system was removed. The patient will be brought back to the clinic on (B)(6) 2024 to attempt calibration again.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per the information received, it was possible to get a reading once an x-ray was performed, and signal acquisition was attempted taking sensor position into account. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.